Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a mega suturecut needle driver instrument had a broken wire at the tip. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the grips. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist and measured .531. Other cables at the wrist were not damaged. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.